Event description:
Information received indicates the hi/low drive was drifting slowly.

Manufacturer narrative:
The technician found the drive was worn and the bed had not had preventive maintenance. He replaced the hi/low drive to resolve the drifting issue.